Manufacturer narrative:
The customer reported that the ac power module had failed. Failure of the ac power module would prevent the unit from powering up on ac power as well as prevent the battery from charging. Philips sent the customer a new ac power module. A philips representative spoke with the customer who reported that the new ac power module resolved the issue.

Event description:
The customer reported that the ac power module had failed.